Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during a procedure with a patient presented with pseudarthrosis of the femur fracture, the patient underwent removal of the femoral graft with ria drive shaft. During the milling with the cutter, the bone graft removal was not possible due to one of the aspiration tube connected in the cutter breaking inside of the femur of the patient. The cutter was removed and the doctor used another cutter to remove bone graft. Sufficient bone graft was removed. At the end of the procedure, the same problem occurred. It is unclear if the cutter is a synthes device. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.